Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and button was sticky. Customer's blood glucose level was unknown. Customer reported that the insulin was squirts out of cannula. Customer reported that the insulin pump ever reject the new battery. The insulin pump will not be returned for analysis.